Manufacturer narrative:
(B)(4). No complaint received with return of device. Failure event observed during analysis. Final analysis of the partial returned lead found insulation degradation at 4.6 cm from the connector boot. (B)(4). (B)(6).

Event description:
This report is to advise of an event observed during analysis.